Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she had never had 50% therapeutic relief from bowel incontinence since being implanted. The patient stated the trial was too short to determine if therapy was effective. The patient stated she was aggravated that she paid to have the system implanted, and it is not effective. The patient stated sometimes she goes two weeks with an issue, and then shell have an unwanted bowel movement. The patient stated she carries pads and cleaning supplies with her. The patient mentioned she had leg pain that was resolved after she changed batteries in the patient programmer. The patient stated it is affecting her work and marriage. The patient stated she can feel stimulation and noted it is aggravating to her, and it changes depending on what position she is in. The patient noted she was feeling stimulation in the different positions intermittently. It was noted when the patient synced to the implantable neurostimulator (ins) the patient had the stimulation off, and program 1 was at 0.0 v. It was noted the current program did not all ow the patient to increase stimulation on program 1 from 0.0 v, as the patient would get the upper limit error message. The patient changed to program 2 and turned stimulation on. The patient noted the stimulation was uncomfortable at setting 1.8 v, 1.7 v, so they were going to use 1.6 v. The patient planned to follow up with the healthcare professional (hcp). The patient also noted she sets off metal detectors because of the implanted metal medical devices. Additional information from the patient received on (B)(6) reported therapy was still not working and she would like to see a local manufacturer representative (rep) to have the device checked/reprogrammed. The patient noted she cant get in to see the hcp until (B)(6) and she cant wait that long to the issue addressed. Additional information from the patient reported that there was a programmer problem with the buttons. It was noted that after further discussion it was determined that it was not a problem with programmer buttons. The problem was the programs that are showing on the programmer. The patient only had one program, when she used to have four. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.